Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 150 mg/dl. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump delivered a bolus without user input. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.